Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating are currents within specifications. However, the insulin pump was received with corroded battery cap contact and stripped battery cap coin slot. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and with stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the device had a crack across the right side of the screen. Blood glucose level at the time of the incident was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.